Event description:
The programmer was returned for a general check and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the ECG (electrocardiogram) port/connection and grommet on the programmer were missing; the printed circuit board was damaged so it was replaced. The keyboard hinge was also broken, system fan noisy, and pads on lower case damaged. An incorrect serial number was observed on the power cord bay assembly. The correct power cord door was found on another programmer, which had also been returned. (B)(4).